Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 13-oct-2017. The most recent information was received on 24-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain sensations in lower abdomen") and respiratory tract infection ("airway infections (most likely a common flu)") in a female patient who had essure (batch no. C68798) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), respiratory tract infection (seriousness criterion medically significant) and dyspnoea ("dyspnea"). The patient was treated with surgery (laparoscopic removal of uterine tubes and essure implants were performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, respiratory tract infection and dyspnoea outcome was unknown. The reporter considered dyspnoea to be related to essure. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered respiratory tract infection to be unrelated to essure. The reporter commented: on (B)(6) 2015: insertion was normal. On (B)(6) 2017: the patient arrived to the gynecology policlinic because she wants to have essure removal. Diagnostic results: on (B)(6) 2015: control examination, no deviations. Essure implants in situ. Possibility of pulmonary embolism reported,but CT scan and other exams were performed: no deviations found. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-jan-2018for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2018: information from another physician from the same hospital (who is not able to identify the patient anymore and to locale the patient records). He assumed based on the initial report that examinations for pulmonary embolism were performed for the patients without findings. Most likely the airway infection was a common flu, and he is not able to believe that it was caused by essure. Case closed. No further information expected. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority valvira on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain sensations in lower abdomen") and respiratory tract infection ("airway infections") in a female patient who had essure (B)(4) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), respiratory tract infection (seriousness criterion medically significant) and dyspnoea ("dyspnea"). The patient was treated with surgery (laparoscopic removal of uterine tubes and essure implants were performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, respiratory tract infection and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered dyspnoea and respiratory tract infection to be related to essure. The reporter commented: on (B)(6) 2015: insertion was normal. On (B)(6) 2017: the patient arrived to the gynecology policlinic because she wants to have essure removal. Diagnostic results: on (B)(6) 2015: control examination, no deviations. Essure implants in situ. Possibility of pulmonary embolism reported,but CT scan and other exams were performed: no deviations found. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.